Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during intramedullary nailing of a proximal humerus fracture using the depuy synthes multiloc humeral nailing system two of the targeted proximal screws missed their insertion trajectory and failed to lock into the nail but before the proximal locking screws were inserted the patient coded on the operating table and required resuscitation. The sterile drapes were pulled back and chest compressions administered. The patient was revived, and the operation proceeded. This was the second half of a multi-step procedure that followed a bilateral tibial nailing using depuy synthes expert tibial nails. The connecting shaft of the screwdriver broke and may have caused the difficulty of inserting the screws. Because of the failures of the screws to target the nail was removed intraoperatively and replaced with a depuy synthes lcp proximal humerus plate. Upon inspection, after the case, all aiming instrumentation aligned properly with the removed nail. There was a forty-five (45) minutes surgical delay. The procedure was successfully completed. This complaint involves four (4) devices. This is report 2 of 4 for (B)(4).